Manufacturer narrative:
Currently it is unknown whether or not the device may have malfunctioned, as the allegation could not be duplicated when investigating the returned analyzer. It is known that improper insertion of batteries - in any device - may result in overheating, battery leakage, etc., which is stated in the labeling of most battery manufacturers.

Event description:
The customer reported when inserting batteries into their analyzer, that two of the batteries became very hot and that "they couldn't touch them". There were no allegations of patient/user harm. There were no allegations of incorrect results.